Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited chronic low out of range pace impedance measurements. The plan was to continue to monitor the system. The device and lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) system continued to display low out of range pacing impedances of less than 200 ohms in the right ventricle (rv). As a result, the decision was made to explant and replace the associated crt-d, and cap the pace/sense portion of this rv lead. The shocking portion of this rv lead remains active and a new rv pace/sense lead was implanted. No additional adverse patient effects were reported.